Event description:
On (B)(6) 2013, abbott point of care was contacted by a customer regarding act kaolin cartridges that yielded multiple quality check codes 31 act-k cartridge lot # s12276 on patients. Per I-stat system manual (B)(4). Code 31 unable to position sample/ cartridge error: the analyzer did not detect movement of sample across the sensors. This could be due to a clot in the sample (especially in neonates), to not closing the snap closure on the cartridge, or to an aberrant cartridge. Abbott point of care has determined the event as stated by the customer, a potential for a signiciant delay based on the available information. The information presents a higher rate of quality check codes than expected. The customer does not provide patient information. Based on the information at this time there were no injuries reported.

Manufacturer narrative:
Apoc incident #(B)(4). The investigation was completed on (B)(4) 2013. Retain testing was completed and product is performing as intended. However, testing of customer returned cartridges show a higher rate of quality check codes (qcc) than expected. Gathered process test data including finished goods, retain and return data for act kaolin s12276 shows the initial oscillation measurement can be a predictor for increased rates of codes like qcc code 31. The issue is not uniformly distributed across lot s12276.